Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot push the insulin back into the vial as the plastic plunger piece didn't release. The customer¿s blood glucose level was 151 mg/dl. The product will not return for analysis.